Event description:
In 2008, the sales rep reported that during a revision surgery for pain, the surgeon explanted the screw and when it was passed off to the scrub tech, the head of the screw disassembled. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Request has been made to obtain the product. Eval is pending upon the return of the product.